Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the upn and lot number of the suspect device. Therefore, the manufacture and expiration dates are unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a050702 captures the reportable event of snare loop unable to cut.

Event description:
It was reported to boston scientific corporation that a cold snare was used during an unknown procedure performed on an unknown date. The physician reported multiple cases where cold snare devices were not cutting as effectively as usual. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a cold snare was used during an unknown procedure performed on an unknown date. The physician reported multiple cases where cold snare devices were not cutting as effectively as usual. There were no patient complications reported as a result of this event. Additional information was received on july 15, 2025 it was reported that there were roughly 10 cases of captivator cold single-use snare that were used to remove a less than 1 cm sessile polyp in the colon. There were times that it was unable to cut and sometimes difficult to cut. There are some procedures that were completed using the original device and sometimes with another of the same device.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the lot number of the suspect device. Therefore, the manufacture and expiration dates are unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a050702 captures the reportable event of snare loop unable to cut. Block h11: (additional information). Blocks b5 and d4 (model number, catalog number, and unique identifier (UDI) #) have been updated based on the additional information received on july 15, 2025.